Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code malf 9. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was informed to continue using the pump and to call back if the issue persists.